Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that the mount would not release from the implant after placement. The implant was consequently removed at a later date.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage. Mount attached as well. Functional testing was performed for the returned product. Malfunction identified as excessive force had to be used in order to disengage mount from implant. Screw was stuck. No pre-existing conditions were noted on the complaint. The reported device was located on tooth # 14 and was used for approximately 7 days. Pictures or x-ray images were not provided. A device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the mount would not release from the implant after placement. The implant was consequently removed at a later date. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.